Event description:
It was reported that within five days following a device changeout, the lv (left ventricular) lead did not capture at maximum output. A chest x-ray later determined the lead had pulled back. It was speculated that the lead became loose in the cardiac vein during the changeout and at some point afterwards pulled back. A repositioning or replacement procedure was to be attempted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 694965 implantable tachy lead, (B)(6) 2005; 1488t46 competitor implantable pacing lead, (B)(6) 2001; t505c25 implantable tissue valve. (B)(4).